Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had scuff mark on the screen and the customer could not read the display. The patient¿s blood glucose level was 100 mg/dl at the time of the incident. The customer stated that the scratch on the lcd screen was about half way down the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with a scratched lcd window. (B)(4).